Manufacturer narrative:
A5: ethnicity: han. E1: phone number: (B)(6) h3: device evaluated by mfg: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during treatment of postpartum hemorrhage (pph) secondary to uterine atony, a pinhole leak was found in 'bakri tamponade balloon catheter'. The patient lost 460 ml of blood during a cesarean section. The physician placed the balloon to fill it with water, and the blood was still flowing from the vaginal opening. The physician immediately deflated the balloon and removed it to find that the balloon had "three needle-tip-like leaks". The physician reported that an edentulous oval forceps was used for placement and that the needle tip was not "touched" during the operation. The procedure was successfully completed using another balloon. Reportedly, the patient lost a total of 560 ml blood and did not require a blood transfusion. A section of the balloon did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: as reported, during treatment of postpartum hemorrhage (pph) secondary to uterine atony, a pinhole leak was found in 'bakri tamponade balloon catheter'. The patient lost 460 ml of blood during a cesarean section. The physician placed the balloon to fill it with water, and the blood was still flowing from the vaginal opening. The physician immediately deflated the balloon and removed it to find that the balloon had "three needle-tip-like leaks". The physician reported that an edentulous oval forceps was used for placement and that the needle tip was not "touched" during the operation. The procedure was successfully completed using another balloon. Reportedly, the patient lost a total of 560 ml blood and did not require a blood transfusion. A section of the balloon did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, and instructions for use (IFU), as well as visual inspection and functional testing of the returned device, were conducted during the investigation. The complaint device was returned in an open package with label. A functional leak test revealed multiple leaks in balloon material. Upon visual inspection, small cuts were noted in balloon material where leaks occurred. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: how supplied 'upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. The balloon appeared to have been damaged by another device of unknown origin. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.